Manufacturer narrative:
H10: per additional information from the customer, there was no deviation from IFU (instructions for use) on reprocessing steps for the channel. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the clogged channel, forceps elevator not moving, and the brush not passing through the channel could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. - prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer called the olympus technical assistance center (tac) to report that the scope had a blocked channel. The physician was unable to get biopsy forceps down the channel. The customer stated that during the cleaning of the scope, it was noted that the cleaning brush was unable to pass down the biopsy channel and suction channel. The technician who cleaned the scope failed to mention that this was an issue prior to use. The technician ran the scope through the dsd edge without brushing the channels. The scope was then hung in the cabinet with the other clean scopes. Tac advised the customer to run the scope again through the dsd edge before sending it for repair. Tac also advised that the scope could be soaked for 10 hours per the reprocessing IFU. Upon following up with the customer, the customer confirmed the suspect scope was not used in other procedures. The device was returned to olympus for evaluation, and the reported issue of ¿a blocked channel¿ was confirmed. The brush passage had a restriction on the biopsy port. The device evaluation also found that there was an incorrect label. The biopsy or instrument channel was leak¿unable to find another leak. The advance diagnostic: bores scope found kinks, dent and scraps in the biopsy or instrument channel near the bending section. The plastic distal end cover insulation value =10 mgohm. The angulation was low. The control knob movement was low. The distal end plastic cover had a deep dent. The object lens was peeling on cement. The light guide lens peeling on cement. The bending section cover glue was cracked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the colonovideoscope had a blocked channel. The physician was unable to get biopsy forceps down the channel of scope. The issue was found during a diagnostic colonoscopy procedure, which was completed using the same set of equipment. There were no reports of patient harm.